Event description:
It was reported that chest x-rays showed wires intact and no fractures. X-rays have not been reviewed by the manufacturer to date. The patient underwent surgery. It was noted that the lead was first cleaned and reinserted, and impedance was still high. The test resistor was then used with the generator and impedance was ok. The surgeon decided to replace both the generator and lead. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected data, supplemental report 1: should have updated code to a040101 to represent lead fracture. H6. Corrected data, supplemental report 1: should have updated codes to c070603 and d02 to represent lead fracture.

Event description:
Patient presented with high impedance. Information was received that the patient has not experienced any trauma or manipulation of the device per the physician's knowledge. It was noted that x-rays not been performed to date. Device was disabled due to the high impedance. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.